Event description:
It was reported that since the patient took a flight on (B)(6) 2012, she had been feeling stimulation in her feet. On the day prior to the report, the patient started to lose urinary relief. The patient was previously on program 1 at 0.50v, and had turned stimulation off two days prior to the report. On the day of the report, settings were switched to program 2 at 0.25v where the patient felt stimulation in her bicycle seat area. However, the patient wanted to switch back to a different program and turn stimulation off until she saw her healthcare provider (hcp) the following week. The reporter indicated that the patient could still feel stimulation even though stimulation was confirmed to be off. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
Concomitant products: product ID 3093-28, lot# v198619, implanted: (B)(6) 2009, product type lead; product ID 3037, serial# (B)(4), implanted: (B)(6) 2009, product type programmer, patient. (B)(4).